Event description:
The customer alleged that the ventilator became inoperative while in patient use. No patient harm. The nelllcor puritan bennett customer suport engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self-testing.